Event description:
An alarm was heard but telemetry had not yet been performed. The representative received a test message from the nurse regarding what they thought to be an audible alarm from the pump. They did not know if they were hearing a one or two tone alarm. They did not know if the patient was experiencing any symptoms or when the issue began. A representative later reported that there were no symptoms related to the event. The alarm was due to an elective replacement indicator (eri). The patient was fine and a pump replacement was scheduled for (B)(6) 2014. The medication infused was morphine. On (B)(6) 2014 information was received from a representative. A pump replacement was performed on (B)(6) 2014. The surgeon had difficulties removing the existing sutureless connector from the old pump. They noted that the sutureless connector appeared to be broken down at the connection. The replacement of the pump was noted to be a normal end of life replacement, and the pump was prophylactically removed to avoid in-vivo battery depletion. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).